Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon continued the procedure with the device. No pt injury was reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.